Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the reported failure mode. The instrument was placed on system for a latex cut test. The scissors cut cleanly through .006 of latex. The blades were not damaged. An electrical continuity test passed. An additional observation found the main tube with hairline cracks at the distal end. The customer reported complaint does not itself constitute a MDR reportable event; however; hairline cracks on the main tube, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci si prostatectomy procedure the scissors were dull on the monopolar curved scissors instrument. The planned surgical procedure was completed with a replacement instrument of the same type and no patient harm, adverse outcome, or injury was reported.